Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm and it did not sound and insulin pump was powered off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
S/w 4.11d. Retainer ring = clear. Case type = ngp. On (B)(6) 2021 the customer alleged for blank display, low battery alarm, and absence of audio. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, retainer ring damage was confirmed. Pump received with stained keypad overlay, pillowing keypad overlay, cracked retainer identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms (104) on (B)(6) 2021 at 23:00:00.000, replace battery alert (73) on (B)(6) 2021 at 00:09:00.000, replace battery now alarm (11) on (B)(6) 2021 at 00:40:00.000, power loss alarm (6) on (B)(6) 2021 at 08:43:17.000 and 08:43:28.000. Pump passed self test, sleep current measurement, active current measurement, and displacement test. No unexpected low battery alarm during testing or in the pump history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. In summary, pump passed required testing. Customer alleged for (battery issue) was not confirmed. Retainer ring damage (cracked retainer) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.